Event description:
As reported, before use in patient with this disposable pressure transducer (dpt), the package was damaged, and the stopcock screw was missing. There was no allegation of patient injury. The patient demographics were unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
As per further investigation of this event, it was confirmed that the packaging sterility was not compromised, but the only issue was that the stopcock was missing in the packaging. Missing component(s) may result in an inability to use the product on the patient. In the event that the device needs to be exchanged, this may result in a minimal delay in monitoring or treatment. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.